Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The jaw broke from the clamp during a case. The jaw was retrieved, and no x-rays were taken. Device was not sent in for technical evaluation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The jaw broke from the clamp during a case, the jaw was retrieved, no patient injury reported. Customer reported item became damaged during a case.

Manufacturer narrative:
This report is to correct the product code in section d2 of the MDR form. The event is filed under internal karl storz complaint ID: (B)(4).